Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an 8.7 cm in diameter abdominal aortic aneurysm. The aortic neck is 23 mm in diameter below the renal arteries and is 29 mm in diameter at the top of the aneurysm, some angulation and the iliac vessels were reported to have moderate calcification. The bifurcated stent graft was implanted at the renal artery; however the device slipped down 7 mm either during deployment of the body or the hooks, or after ballooning. There is a small proximal type I endoleak. The physician implanted an aortic cuff resolving the type I endoleak; however the aortic cuff was covering the renal arteries by 3 mm. There was still blood flow into the renal artery and the patient will be monitored by the physician. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (improper component placement, occlusion). Patient's condition affected effectiveness of device (conical neck). Incorrect technique/procedure (device slipped during deployment) evaluation conclusion: device failure/lack of effectiveness related to patient condition (conical neck). User error contributed to event (device slipped during deployment).